Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration of device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), bacterial vaginosis ("bacterial vaginosis"), chronic fatigue syndrome ("chronic fatigue syndrome") and food allergy ("allergies to food"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, bacterial vaginosis, chronic fatigue syndrome and food allergy outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, chronic fatigue syndrome, dysmenorrhoea, fallopian tube perforation, food allergy, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration of device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), bacterial vaginosis ("bacterial vaginosis"), chronic fatigue syndrome ("chronic fatigue syndrome") and food allergy ("allergies to food"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, bacterial vaginosis, chronic fatigue syndrome and food allergy outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, chronic fatigue syndrome, dysmenorrhoea, fallopian tube perforation, food allergy, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.